Event description:
The pt was three years post l1-s1 lumbar decompression and posterior spinal fusion. He did well until two years post surgery when he developed onset of back pain which came on acutely after bending over. He was found to have a failure of one of the rods implanted sept. 15, 1993. Pt was treated symptomatically with restricted activities and mild analgesics. He then experienced a second exacerbation. X-rays identified fractures of the one-quarter inch rods bilaterally. Pt complained of progressive deformity which appeared to represent a junctional kyphosis secondary to relative flattening of the lumbar lordosis. He walked with a forward-flexed posture of his thoracolumbar spine, and with prolonged walking developed fatigue and back pain. He was bothered by 100% back pain localized to the lower lumbar region extending to the thoracolumbar junction, mechanical in nature, and worse with activity such as prolonged walking. He experienced some referred buttock pain but denied radicular-like leg symptoms, bowel or bladder difficulties. He failed to respond to conservative treatment. Pt is self-employed and desired correction of his deformity and underwent the following on 1/2/97 in order to correct his deformity and problems: 1. Smith-peterson posterior spinal osteotomy, l3-4; 2. Removal of previous segmental fixation; 3. Exploration of lumbar fusion; 4. Extension of posterior spinal fusion from t8-l2 with corticocancellous allograft and segmental rod fixation; 5. Bone graft harvesting from previous posterolateral lumbar fusion.